Event description:
A medtronic representative reported the stealthstation s7 system camera will intermittently cycle in 15 second intervals in the synergy spine application. The leds on the camera blink; no fault led is illuminated. The rep checked external cabling with system powered off. Rebooting the system will sometimes resolve the issue. There were no fault leds illuminated. When she power cycles the scu, the camera will cycle immediately. The rep checked the ndi toolbox configuration utility and found an 'internal temperature error' displayed under the psu. No patient was present at the time of this alleged malfunction.

Manufacturer narrative:
System uncrated to set up. Camera external cable had been purposely cut to allow crating of the spring arm assy. The linear lemo plug had gotten jammed in the cart mast at the approximate area of the carts docking mechanism. Utilizing a long thin object to insert in the mast to free the lemo and then able to extract. A secondary area of the cable had been damage in what appears to be a pinching type action, cutting the cable but not severing. Unknown when this damage occurred. Connect known good cable between psu and cart. Powered system on. Initially psu not turning on when system powered up. Scu was found to be in the off position. System running fully functional 3 hrs plus. Allow system to run >12hrs and monitor for stability. System remains stable. The physical damage to the cable is directly related to the alleged event.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The returned psu/camera and scu/system control unite were found to be fully functional with no adverse events recorded in the event log. The psu passed the accuracy assessment kit/aak test at .29mm. No problem found. The scu was tested and found to be fully functional. Not able to replicate the reported failure of periodic cycling. An entire new navigation system was sent to the site for issue resolution. New system is functioning properly.